Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved and she is no longer experiencing symptoms. She stated she felt much better. Customer blood glucose of 386mg/dl. The customer went to doctor and changed the meter and is now on an insulin pump.

Event description:
Consumer reported complaint for e-5 error accompanied with symptoms. The customer is concerned with tests results from results obtained of e-5 and symptoms. The customer's expected fasting blood glucose test result range is 250 to 300mg/dl. The customer did report symptom of hyperglycemia/ headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer complained that her meter was showing e-5 but customer had issues with hyperglycemia symptoms. Customer complained that she felt sick. Customer refused 911 service and is going to her doctor. She gave herself 20 units without knowing what her blood glucose was and refused 911. She stated she has been sick and that her blood glucose is running 250mg/dl - 300 mg/dl. Again customer representative told her she should not give herself insulin but customer refused to listen and wanted to follow her own instructions. She stated, "she would not give us her doctor's phone number and refused 911." She stated that she will go to the doctor.